Event description:
It was reported that pt had a loss of therapeutic effect and was unable to empty her bladder. Pt was also having acute pain and was admitted to the hospital. Additional information will be provided when available.

Manufacturer narrative:
(B)(4).